Manufacturer narrative:
H2 additional information: d10 and additional codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial lot/sw version: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The manufacturer representative (rep) reviewed the logs. There were 10 application session logs present on the issue date. There were no errors or fault messages observed for the localizer. Apart from that, logs did not capture any other errors. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01 and c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h6: codes a12: connection problem, a1102: application program problem are applicable to the localizer not connected message. Code a0709: device sensing problem is applicable to the instruments and the reference frame not tracking and then began to track before stopping again. H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting the system prior to a surgical case, the instruments and the reference frame would not track. The system displayed a localizer faulted message for a brief moment before disappearing. The instruments and frame then began to track before stopping again shortly after. Troubleshooting was performed. There were no status messages present in the network device interface (ndi) toolbox. The manufacturer representative (rep) confirmed that the messaged said "localizer not connected", not "localizer faulted." The localizer not connected message was not present at the time of the call with technical services (ts), and the power supply unit (psu) had a green light-emitting diode (led). The rep checked selftest after rebooting the system, and everything was green and connected. It was confirmed that all the leds on the o-ring, power over ethernet (poe) injector, and the camera cart ups looked good. All the cables on the o-r ing were fully seated, and the rep reseated the ethernet cable in the camera mast. The issue was unable to be replicated by the rep. There was no patient involvement.